Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 03.010.063, lot number: 8973878, manufacturing site: (B)(4), release to warehouse date: aug 19, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an expert tibial nail insertion procedure on (B)(6) 2020, the drill bit made contact with nail while drilling for the proximal screw. The device was checked after the procedure and showed everything was correctly aligned. The procedure was successfully completed with 2 minutes surgical delay. There was no patient consequence. Patient status is unknown. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for 1 12.0mm/8.0mm protection sleeve 188mm. This is report 2 of 6 for (B)(4).